Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device "shock not delivering." The user reported that the device was in clinical use when the problem was observed. It was reported that there was no reported adverse patient impact.